Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock due to oversensing of electromagnetic interference (emi) noise. It was noted that the patient was using a transcutaneous electrical nerve stimulation unit at the time of the shock which was the cause of the emi. Technical services (ts) analyzed device episode data and found that the rhythm broke naturally. Boston scientific field representative asked ts why the full electrogram (egm) was not stored. Ts explained device operation. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock due to oversensing of electromagnetic interference (emi) noise. It was noted that the patient was using a transcutaneous electrical nerve stimulation unit at the time of the shock which was the cause of the emi. Technical services (ts) analyzed device episode data and found that the rhythm broke naturally. Boston scientific field representative asked ts why the full electrogram (egm) was not stored. Ts explained device operation. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. Later, this product was received by boston scientific and full investigation was conducted.